Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant that was only 6 years old split in half inside my body". In response to FDA report number: mw5104777.

Event description:
Patient reported via regulatory agency "split in half, swelled three times the normal size, pain was unbearable, [and] deformed breast" against unknown side device. The device has been explanted.